Manufacturer narrative:
Product analysis: analysis found that the programmer failed analyzer signal functional tests. Analysis also noted that the power cord bay door was broken off and the handles were cracked. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service. It was reported that the analyzer originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer lost connection with the programmer¿s analyzer. Troubleshooting resolved the issue and the progr ammer remains in use. There was no patient involvement.